Manufacturer narrative:
Additional information: d9, h3 plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported the 2008t hemodialysis (hd) machine dialysis mode was greyed out. The bmt found the mother board and eeprom (electrically erasable programmable read-only memory) had thermal damage. The bmt was advised to replace the motherboard and eeprom. There was no patient involvement or injury noted at intake. Upon follow-up, the bmt stated the machine dialysis mode was greyed out during preventative maintenance (pm) and confirmed there was no patient involvement or injury as a result of the reported event. The bmt stated upon examination it was determined the mother board and eeprom appeared to have thermal damage. The bmt stated the replacement motherboard and eeprom were received today and the machine remains out of service pending replacement of the parts. Other than the thermal damage noted on the motherboard and eeprom, no further thermal damage was found on any other machine components. There was no smoke, burning smell, or any signs of arcing, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt was unable to provide the number of operating hours on the machine at the time of the call. The damaged parts were available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the 2008t hemodialysis (hd) machine dialysis mode was greyed out. The bmt found the mother board and eeprom (electrically erasable programmable read-only memory) had thermal damage. The bmt was advised to replace the motherboard and eeprom. There was no patient involvement or injury noted at intake. Upon follow-up, the bmt stated the machine dialysis mode was greyed out during preventative maintenance (pm) and confirmed there was no patient involvement or injury as a result of the reported event. The bmt stated upon examination it was determined the mother board and eeprom appeared to have thermal damage. The bmt stated the replacement motherboard and eeprom were received today and the machine remains out of service pending replacement of the parts. Other than the thermal damage noted on the motherboard and eeprom, no further thermal damage was found on any other machine components. There was no smoke, burning smell, or any signs of arcing, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt was unable to provide the number of operating hours on the machine at the time of the call. The damaged parts were available to be returned for evaluation. There was no patient involvement associated with the reported event.